Manufacturer narrative:
On (B)(6) 2015, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. Fse confirmed the error 4273 and also observed error 6100 assay operation was aborted on the aia-2000 instrument. While performing z action, fse noticed the cup transfer was squeaking and the frame of the z cage had a screw rubbing on the frame. Fse adjusted the screw position, checked all cup alignment, and verified proper function with the cup transfer test. Fse ran calibration test which passed specifications. The aia-2000 instrument was functioning as intended. No further action required by field service. A ticket history review for serial number (B)(4) was conducted from (B)(6) 2014 through (B)(6) 2015 for similar tickets. There were no tickets reported during this time period that were similar to the present issue. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under (B)(4).

Event description:
On (B)(6) 2015, a customer reported receiving error message 4273 hybrid cup transfer z axis home overrun on the aia-2000. The customer was unable to run patient samples on fsh and prog. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of fsh and prog of patient results. There was no indication of any patient intervention of adverse health consequences due to the delay in reporting of patient results.